Event description:
An implant card was received indicating that the patient had full revision surgery due to battery depletion and a lead break. The patient fell due to a seizure, which was believed to have caused the lead break. The lead was not available for return as it was explanted in pieces. No further relevant information has been received to date.